Event description:
Caller states that during a correlation study, the following coaguchek xs/coaguchek s results were obtained. Pt 1: 1.7 inr/2.3 inr. Pt 2: 4.1 inr/3.0 inr. Pt 3: 3.2 inr/4.6 inr. No treatment info reported. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device in coaguchek xs system. Reference medwatch with a1 pt for suspect device in coaguchek s system. No pt info provided.